Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 400 mg/dl and other blood glucose was 319 mg/dl. The customer also reported that the insulin pump had motor position encoder error alarm and the dive support cap was flush. The customer was treated with the manual injection. The insulin pump will be returned for analysis.